Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheter was allegedly found to have a ruptured 10cc bulb requiring reinsertion of new catheter.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted an irregular burst along inflation eye. No pieces of sac were missing. Water was introduced into the inflation lumen and no obstructions to impede flow was experienced. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Should balloon rupture occur, care should be taken to assure all balloon fragments have been removed from the patient."

Event description:
It was reported that catheter was allegedly found to have a ruptured 10cc bulb requiring reinsertion of new catheter.